Event description:
It was reported that a malfunction alarm occurred after pump was submerged water. There was no reported adverse impact to the customer¿s blood glucose. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.